Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that during a procedure the device was broken. No known patient involvement or procedural delays were associated with the event.

Event description:
It was reported that during a procedure the device was broken. No known patient involvement or procedural delays were associated with the event.